Event description:
The customer reported to baxter (B)(4) of infusion administration set with 1,2mic filter in which "the tpn does not go through the filter, the line is blocked". The process step was not specified. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.